Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had received unexpected restart. Customer's blood glucose value was 197 mg/dl. Customer reported that they were able to clear the alarm. Customer was able to complete rewind. Customer stated that the insulin pump alarm was recurring during the normal use. Insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the displacement, a-21 error test and self test. No a21 alarm noted during test.